Manufacturer narrative:
On 01-jun-2016, fse arrived at the site to address the reported event. Inspection of the device revealed that the filter holder was very loose. When it was tightened, a high pressure error resulted. Fse replaced the filter, primed, and performed a drain flush. Controls and several patient blood samples ran; and the flow rate was changed back to 1.05. No further issues were reported. No further action was required by fse. The most probable cause of the reported event was due to fault/ failure of the prefilter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, the customer reported peak pattern issues with their g8 analyzer. They reported changing the hemolysis wash and buffer the night before and adjusting the flow rate. The customer attempted to change the buffer again, prime the lines and drain flush without resolution. Chromatograms were faxed to technical support for review. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.